Event description:
It was reported by the aci sales professional that a patient underwent an unknown peripheral catheterization procedure on (B)(4) 2011. Access was obtained at the common femoral artery (cfa) via an unknown size cordis procedural sheath. A pre-procedural femoral angiogram showed no visible calcium but scar tissue was reportedly present. Post procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. It was reported that when the physician was attempting to retract the balloon to the distal tip of the sheath, a balloon loss of pressure occurred. The device was removed and another mynx was prepped and deployed but a balloon loss of pressure also occurred. The physician removed the cordis sheath and switched to an unknown size merritt sheath. A 3rd mynx device was prepped and deployed but a balloon loss of pressure also occurred. On (B)(6) 2011, the aci sales professional provided additional information which reported that the physician tried a fourth mynx, and a balloon loss of pressure occurred again. It was also reported that a hematoma developed at the access site. The patient was converted to manual compression where successful hemostasis was achieved and subsequently resolved the hematoma. The patient tolerated the procedure well and was discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Balloon loss of pressure was caused by a longitudinal tear approximately 5 mm from balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1106904) indicated that the mynx device met all established performance criteria prior to shipment. This MDR is connected to MDR 3004939290-2011-00147.